Event description:
It was reported that the balloon deflation was slow. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. A 15mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that after the initial balloon inflation at 8 atm for 30 seconds, the pressure failed to readily decrease during deflation. It took approximately 10 seconds for the balloon to completely deflate. There were no external defects noted on the device. The device was fully deflated when removed from the body without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Blade damage was identified. Blades 1 and 2 had no damages and no damage on the blade pads. Blade 3 had less than 1mm of detachment in the proximal end of the distal segment with no damage noted to its blade pad. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit, and the balloon was inflated successfully without issue. Three inflation and deflations were then performed with the deflation time averaging at 17 seconds.

Event description:
It was reported that the balloon deflation was slow. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. A 15mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that after the initial balloon inflation at 8 atm for 30 seconds, the pressure failed to readily decrease during deflation. It took approximately 10 seconds for the balloon to completely deflate. There were no external defects noted on the device. The device was fully deflated when removed from the body without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications.